Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported suspected device damaged by another device (caused damage) is related to procedural conditions, and due to this second clip possibly interacting with the first implanted clip and contributing to the slda of the first implanted clip. Image resolution poor is related to patient and procedural conditions associated with imaging being difficult due to shadowing and tethering of the posterior leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that imaging was difficult. An xtw clip was inserted and deployed on the mitral valve. Before implanting a second clip, it was observed that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a second and third clip were implanted. To further reduce mr a fourth clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.